Event description:
It was reported that a control syringe component was "defective."

Manufacturer narrative:
It was reported that a control syringe component was "defective." No information was provided on what type of defect was observed or how the control syringe component was being used at the time of the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and no defects or issues were identified during the course of the evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.